Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display was blank and the push buttons were on. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was completely dark. The patient reported that the screen was flickering while in setup and the screen gave out after they pressed next to start treatment to go into drain 0. The patient reported that the screen had been flickering for about a week. The screen was responsive just blank. The patient confirmed that the power cord was secure and was connected into the wall socket which was being shared by nothing. The patient pressed the bottom half of the screen and the screen beeped and the keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. Upon follow up, it was confirmed that the patient did not miss any treatments while waiting for the replacement cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. The patient is continuing on the new cycler with no further issues. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.